Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery (mca) under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 90%. Predilation with a balloon catheter was performed, followed by implantation of the subject device (stent). "Residual stenosis was 0.0% post stent placement. A vessel perforation was noted during pre-dilation pta balloon procedure. There were no complications noted during the stenting procedure itself." The "...patient had an ischemic stroke during index procedure of 2006". The "patient was discharged to other hospital or rehabilitation center 25 days post procedure." The symptoms resolved on approx five months later with residual effects.

Manufacturer narrative:
Device code other: subject device placed without incident; however, the patient had an ischemic stroke. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time. Boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.